Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, b5, g2, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿· e226 error occurs when communication with a camera head fails. (Instructions otv-s300 chapter 10 troubleshooting 10.2 troubleshooting guide)¿ olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received noting that this was discovered before the therapeutic gynecologic surgery, laparoscopic hysterectomy. According to the initial reporter, the tower was checked, settings were checked, all necessary tests were conducted. The procedure was completed using another similar device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility. This is a 3rd party distributor product complaint. Product repaired onsite at local service center.

Event description:
The customer reported that the hd 3cmos autoclavable camera head showed error e226 (scope communication error) during preparation for use for the intended procedure. The issue occurs when the camera head was not connected to the processor properly. There were no reports of delay or patient harm, or impact associated with the reported event.